Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be, ¿short latex dwell time" or "latex dip speed out too slow". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon found to be ruptured and slipped out from the patient when the complainant was giving perineal care to the patient. It was also stated that there was no bleeding in the perineum and urethral orithus. The foley catheter was reinstated and noted that the urine was smooth, the color was clear and there was no balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon found to be ruptured and slipped out from the patient when the complainant was giving perineal care to the patient. Also stated that there was no bleeding in the perineum and urethral orithus. The foley catheter was reinstated and noted that the urine was smooth, the color was clear and there was no balloon rupture.